Event description:
(B)(4). Injury alleged. Malfunction alleged. Consumer states she was using shower chair when it cracked completely from side to side. She fell through the chair and got caught between the seat. She fell to the floor, hit her head (she states she blacked out) and states now she has numbness on right side arm and leg. She has bruises all over. She is going to see the doctor to be examined. Consumer has taken shower chair back to dealer and they replaced it - she still is in possession of the damaged chair. MDR file.